Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patient had a sustained ventricular tachycardia episode with syncope. The implantable cardioverter defibrillator (ICD) delivered a shock but the physician suspects longer charge time than should be expected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.